Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 15 bd solomed" syringes w/ needle had broken plungers, 4 of them found before use, and 11 plungers breaking after use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger of the syringes are all broken. - bd solomed 3ml consumer informs: four (4) of them when pulled, the plunger came damaged and separated. He reports that this fact hindered him a lot in class. The other 11 syringes, the plunger separated after use, reports that he was very disappointed with the syringes. Informs that the incident was noticed in some cases before use and in others after use. Broken material inside the package: 4 plunger broke when aspirating medicine: 11 there was no damage to health. No need for medical intervention. Medication administered: none. There are no syringe samples."

Event description:
It was reported that 15 bd solomed¿ syringes w/ needle had broken plungers, 4 of them found before use, and 11 plungers breaking after use. The following information was provided by the initial reporter, translated from portuguese to english: "the plunger of the syringes are all broken. - bd solomed 3ml. Consumer informs: four (4) of them when pulled, the plunger came damaged and separated. He reports that this fact hindered him a lot in class. The other 11 syringes, the plunger separated after use, reports that he was very disappointed with the syringes. Informs that the incident was noticed in some cases before use and in others after use. Broken material inside the package: 4. Plunger broke when aspirating medicine: 11. There was no damage to health. No need for medical intervention. Medication administered: none. There are no syringe samples."

Manufacturer narrative:
H.6. Investigation: no samples / photos were sent by the customer making it not possible to performed an investigation and determine the root cause for the incident. In addition, 4 retention samples were evaluated for the complaint lot where the parts were subjected to the movement force test and no non-conformities were observed. Lot number is unknown; therefore lot history could not be performed. From this information it is not possible confirm the complaint. H3 other text : see h.10.